Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6)clinical study. It was reported that a no flow event occurred. Clinical status assessment on (B)(6) 2013, identified subject's qualifying condition was unstable angina. Elevated biomarkers indicated ischemia prior to procedure and the subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal rca with 99% stenosis and was 5 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 8 mm study stent. Following post-dilatation, the residual stenosis was 0%. Post procedure angiography results revealed presence of ¿no reflow¿. The subject was discharged one day after on dual antiplatelet therapy.